Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: during investigation, moisture was found behind the display lens. The pump was unresponsive. There were no auditory tones, or vibration alerts, and there was a blank display upon battery insertion. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture was found inside the battery compartment. A leak test was performed and failed due to a leak at the base of the pump. The pump case was removed to find moisture damage. The pump was unresponsive due to internal moisture damage.